Event description:
It was reported that, after a thoracoscopic pneumonectomy, the bleeding occurred from the pulmonary artery. The bleeding amount is unknown. The device was used on the blood vessels. There is a possibility that the open procedure was performed to stop bleeding. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Event date: unknown; captured as awareness date. Batch #: unknown. Additional information was requested and the following was obtained: there was a change in surgeons condition after surgery, and postoperative bleeding was found. The amount of bleeding is 1l. The surgeon believes the cause of the bleeding is the hemostatic power of the device. Reoperation was performed, and the patient is stable. The surgeon have been concerned about the burnt on this product for a long time, and this time they used carbotect. How was the bleeding controlled? Reoperation. Did the patient require a blood transfusion? The blood transfusion was not performed. Did the procedure need to be converted to open? This bleeding was occured after the initial operation. The patient condition was getting worse and then the surgeon conducted reoperation to stop the bleeding. What is the patients current health status? The patient was stable as of on (B)(6) 2022. What was the indication of the surgery? Thoracoscopic lung resection. Where was the device used? Pulmonary artery. On which vessel/branch? We don't have the answer. What is the surgeon's experience with the device? We don't have details, but the surgeon usually use the enseal x1. Were there any generator alert screens? No. What was the approximate width of the compressed vessel? We could not get the information from the surgeon. Was the end tone heard at the completion of each activation? We could not get the information from the surgeon. Please confirm what was done to stop the bleeding what is the patient's current status? Reoperation. The patient is stable. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2022. Additional information was requested and the following was obtained: an internal rapid response call was held on 3/1/2022 to include post market surveillance, customer quality, quality engineering, sales, medical, medical safety, marketing, design engineering, and local associates to discuss post-op hemostasis issues a surgeon experienced. It was 2 separate incidences that happened during thoracic surgery. The bleeding was observed after the surgery and the bleeder was found in the re-operation procedure. It was commented that electrolube was used. No alert screens were experienced. A video was shared with the team, but the video was edited to show the vessels being seal and then cut to the second operation. The medical team commented that based on the video footage the dissection was typical and that the dissection itself was tough due to it being in a tight space. It was observed that the tip of the device could not be seen so we couldn't determine how much energy was delivered to the desired spot. It was also observed via the video that there looked to be a decent amount of tension.